Event description:
It was reported that approximately twenty months post-implant of a bifurcated device and infrarenal aortic extension, a followed computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. Reportedly, the patient was treated with a competitor's stent, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records were provided and were reviewed by medical director. Based on review of the report, there was a sizing selection mismatch in the original procedure. The patient had no systemic illnesses contributing to this problem and the endologix device did not structurally fail, but rather the selection of the incorrect sizes for the devices. Review of lot records, work orders and prior reports no issues were noted. Based upon the investigation findings, the root cause was determined to be due to sizing mismatch in the selection of the devices in original procedure. Product sizing criteria is clearly outlined in product instruction for use (IFU). Endoleaks are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.